Event description:
Reported that during insertion, the patient was feeling "very weird", nausea, "I can't breath", rxed with o2.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.